Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-30. Logs indicated that the drug being delivered was 700 mcg/ml baclofen at 125.92 mcg/day. On (B)(6) 2019, there was some pocket fluid that was present which has been there for the last year but there are no signs of infection. His pump is coming to end-of-life in the next year. They discussed the risk and benefits and potential complications of a revision. They would proceed per the patient's request. On (B)(6) 2019, there was an increase in pump pocket fluid that most likely increased in size due to recent increase in exercise regimen. Therefore, the decision was made to aspirate the seroma. Under sterile technique, after the area was carefully prepped, the hcp aspirated the seroma pocket uneventfully. On (B)(6) 2019 it was noted that the left lower quadrant pump was within the abdominal wall. A non-inflamed fluid collection surrounds the pump. There was swelling around the baclofen pump for 8 months. Anterior along the anterior surface of the pump there is a 6.1 x 1.5 x 7.1 cm low density collection. Along the posteriorsurface there is a 5.6 x 1.0 x 6.3 cm low-density collection. It is not possible to measure the hounsfield units for these collections because of the adjacent streak artifact from the pump. No surrounding inflammation or air visualized within the collections. On (B)(6) 2019, the patient returned to the office for a follow- up visit. Briefly, he has a history of baclofen pump and spinal cord tumor removal. He is doing well but he is developing a wound collection, which appeared to be hematoma. It was liquefied seroma fluid, probably due to repeated trauma to exercise and activity. The hcp re-aspirated under sterile prep, there was 100 cc this time. The fluid did not appear to be infected and there was no fever and no warmth to the wound and it was done sterilely. The hcp will see him back in a couple of weeks. The patient will contact the hcp sooner if anything changes. On (B)(6) 2019, recurrent pocket fluid was aspirated. There was 90 cc of seromatous fluid, dark and nonclotting. The hcp suspected it may be due to adhesions and may need to relocate pump. The patient¿s weight at the time of the event was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that patient's original pump on the right side was put in 'deep' and it flipped and was sideways. Patient stated 'they took it out and put it on the left side'. The pump then moved down to his groin area. The healthcare professional (hcp) put it 'a little higher' and 'it fell back down again'. Patient stated 'he opened me up, put it higher, and put it in a bag to keep it in place'. No out of box failure was reported. No medical or therapy problem associated with small parts was reported. No patient symptoms were reported. Patient had baclofen and dilaudid in his pump during the time of these issues. Patient did not know the dose and concentration but it 'was not much different' then current drug information. Patient's mom mentioned that. Patient could not handle higher doses/concentrations. No further complications were reported.